Event description:
It was reported that the intraocular lens (iol) looks like a scratch on the lens or a crack. There was no patient contact. The lens was discarded. No other information was provided.

Manufacturer narrative:
There was no patient involvement. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.